Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead (B)(6) 2003; 5076-52 implantable pacing lead (B)(6) 2003; 429688 implantable pacing lead (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion post-explant.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a significant drop in battery voltage was observed on the cardiac resynchronization therapy - defibrillator (crt-d) and that there were concerns about abnormal battery depletion. The device was subsequently replaced. No patient complications have been reported as a result of this event.